Manufacturer narrative:
(B)(4).

Event description:
The biomed is reporting the v60 screen is dim. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer contacted product support and was advised that the unit likely has a hydis display installed, and it is no longer supported. Product support advised customer to order and replace the v60 user interface (ui) assembly. Customer was provided v60 software version 2.10 with instructions for installing software. Product support provided biomed with the part number for the v60 ui nav-ring gray assembly. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. The customer is reporting updating v60 to software version 2.10 and will install the new part later today or tomorrow. No further information provided. The customer has advised to close the case. Biomed will call back if they have any additional questions.

Manufacturer narrative:
Failure analysis on the returned user interface (ui) assembly. During visual inspection of the user interface assembly revealed no evidence of damage or contamination. During debugging, found cold cathode fluorescent lamp (ccfl) burn out. Due to the damage to the backlight (ccfl) no further testing required. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.